Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a bilateral tubal ligation prior to a novasure endometrial ablation on (B)(6) 2014. During the novasure procedure the physician received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and uterine perforation was found. The novasure procedure was aborted. There was no intervention required and the patient was discharged home. Bilateral tubal ligation, dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.